Manufacturer narrative:
Pump was received with a partially broken retainer ring. The pump passed the self test. All buttons function properly. Successfully downloaded history files and traces using thus. Pump communicated and calibrated properly with test guardian link transmitter. No calibration not accepted alert noted during testing. Pump was monitored with guardian link transmitter and no lost connection noted during testing. Pump was cut open to perform visual inspection and found moisture damage to the pcba 1, pcba 2 and force sensor. The j1 connector on pcba 1 was locked properly during visual inspection. Unable lock a test p-cap into the reservoir compartment due to partially broken retainer ring. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, cracked lcd window, scratched case, stained keypad overlay, partially broken retainer, cracked case (battery tube), pillowing keypad overlay and, label damage (serial number label stained). Keypad buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. No communication pump to transmitter was not confirmed. Partially broken retainer ring damage was confirmed. Reservoir unable to lock into place was confirmed due to a partially broken retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump to transmitter, keypad/button unresponsive/button error, lost sensor alarm, auto mode repeated bg request. The customer reported no adverse event. The event involved product(s) mmt-7811na, mmt-1780kl, mmt-7020a. Troubleshooting outcome was unknown as whether the troubleshooting was performed or not . No harm requiring medical intervention was reported. It was unknown whether the customer will continue use of the device. No product return is required for mmt-7811na. No product return is required for mmt-1780kl. No product return is required for mmt-7020a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.